Event description:
Customer reported the system displayed a temperature error when moving from ap to lateral. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hv cable. System operates as intended.